Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and confirmed that the system was not booting. A philips field engineer (fse) inspected the system onsite. An attempt to reinstall the software as part of the troubleshooting actions was unsuccessful. The fse identified that a new hdd (hard disk drive) and software were required. The customer ordered the hdd and software and completed the repair themselves, returning the system to use in good working order.